Event description:
It was reported that this lead was capped due to it was identified through an x-ray that the lead was fractured. A new right ventricular (rv) lead was successfully implanted. No additional adverse patient effects were reported.